Event description:
It was reported that the device presented two alerts; possible hv lead issue and hvli out of range. The patient received two vf episodes with alerts reporting an aborted shock. The stored egms showed 6 hv shocks were delivered. None of the shocks converted the patient's rhythm, the patient returned to sinus on their own. A capacitor maintenance test was performed without any problems. The rv lead was explanted.

Manufacturer narrative:
Analysis found that the outer insulation was abraded at 9cm and 23.5cm from the distal tip electrode. The proximal cable insulations under these abraded areas were normal. The abrasion found could be caused by friction to another device. Lead impedance measurements tests could not be performed due to the lead being cut into two pieces in the field. Lead exhibited normal coil continuity.

Manufacturer narrative:
Na